Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was hospitalized and is being monitored in a cardiac telemetry unit. The patient had pauses due to intermittent oversensing on the right ventricular lead. The patient is pacemaker dependent. The device was reprogrammed to voo. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that after the lead was reprogrammed to voo, there were times when the lead failed to capture at maximum output. The lead was capped and a new lead was implanted.